Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 812:02 was confirmed during product evaluation. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed no previous service events were related to the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is addressed in (B)(4).

Event description:
The facility reported a colleague infusion pump with a failure code of 812:02 in the event history. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomed service department. There was no report of patient/user involvement, injury or medical intervention. The software version is currently unknown. No additional information is available.